Event description:
At the beginning of a procedure with the tenex system, a portion of the microtip needle separated from the rest of the hand piece. There were no patient complications.

Manufacturer narrative:
The device was returned and evaluated. It was confirmed that the microtip needle had separated from the rest of the handpiece. Due to the state in which the device was received, functional testing could not be performed. The fracture site did not immediately indicate a specific cause for the failure. Disassembly of the device did not reveal any further anomalies or defects.

Manufacturer narrative:
Follow-up report #02. Sections b4, b5, g6, h2 , h6 and h10 have been updated with new or corrected information. The device was returned and evaluated. It was confirmed that the plastic case nose of the handpiece had been partially melted and damaged. Due to the state in which the device was received, functional testing could not be performed. The damage did not immediately indicate a specific cause for the failure. Disassembly of the device did not reveal any further anomalies or defects. (Note: it was initially reported that the microtip needle had broken, but it was later confirmed to be the plastic case only).

Event description:
A portion of the outer plastic case (case nose) on the tx microtip handpiece was damaged and partially melted during a procedure. (Note: it was initially reported that the microtip needle had broken, but it was later confirmed to be the plastic case only.) There were no patient complications.